Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly leaked air. It was further reported that the another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One video was provided and reviewed. The video shows the health professional trying to inflate the conquest balloon with a syringe. Water is noted to be leaking from the distal end of the balloon. However the specific cause of the leak can not be identified from the video. No other specific anomalies and no evidence of material rupture noted. Therefore, based on the video review, the reported material rupture is kept inconclusive. A definitive root cause for the alleged material rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 10/2023).